Event description:
He was using the breeze meter to see how it worked and got a blood glucose reading of 184 mg/dl. He retested using his medline and got a reading of 91 mg/dl. He retested again and got 242 mg/dl on the breeze and 113 mg/dl on the medline. The differences between both sets of readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events based on the readings. The customer did not have any strips to send back, so no product will be evaluated.